Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, stretched, overlapping and lifted from the stent profile. The product stent protector was returned for analysis with the device. The balloon cone profiles were reviewed and it was noted that the balloon wings and folds were opened out of their intended position. Solidified media was evident inside the balloon chamber. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found one kink at the port bond site. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 32 synergy ii drug-eluting stent, the stent came off of the balloon with the stent protector when the device was removed from the hoop. The procedure was completed with a 2.25 x 38 stent and no patient complications were reported.

Manufacturer narrative:
UDI=(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 32 synergy ii drug-eluting stent, the stent came off of the balloon with the stent protector when the device was removed from the hoop. The procedure was completed with a 2.25 x 38 stent and no patient complications were reported.